Event description:
Medtronic received the following information obtained from the journal article which is summarized as follows: gender-related differences in infrarenal aortic aneurysm morphologic features: issues relevant to ancure and talent endografts velazques et al. J vasc surg 2001;33:s77-84. The total number of patients having undergone evar were 88 (n=88). Major adverse events included: unplanned conversion to open surgical repair (1), iliac artery rupture (2), unable to access/aborted case (1), anchoring site endoleaks (2). Perioperative morbidity and death were associated with pneumonia (1), myocardial infarction (1), renal failure (1), and inpatient perioperative death(s) (4). The 2 iliac ruptures were related to overly aggressive ballooning at the distal fixation point of talent grafts with uncovered bare springs as the distal fixation. Both of these patients were treated with an immediate endovascular placement of a limb extension. Both of these patients did well in the perioperative period.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death, endoleak, rupture, renal failure, mi), patient's condition affected effectiveness of device (likely anatomy related). Evaluation . Conclusion: device failure/lack of effectiveness related to patient condition (likely anatomy related).